Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer bought a purewick urine collection system 5 days ago and it was not working properly, customer said that it worked for only a few seconds after they tried to use it. Customer called on another number, probably customer service, and they said that the agent who got the case offered to send him an electrical cord in order to fix the problem, which he did not agree to, he wants to send back the product he has and receive another one that is working correctly but he is also open to a refund. Per follow-up information received via phone on 07apr2026, it was reported that the patient had suction issues with the initial device. Replacement device was received and patient is still experiencing the same issue. Customer described that only a few drops of urine is going inside the canister and the rest is spilling onto the padding beneath the patient. He questioned whether it may have something to do with the wicks currently being used. It was confirmed that the device is positioned on the floor and the wicks are being placed properly. Lot juku1104 was reported for the wicks. Serial number (B)(6) was reported for the device. No further details were provided.